Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the case, the endostitch did not work. The endostitch would load but when the scrub tech would toggle back and forth the needle would dislodge. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the pt. No reinforcement material was used.